Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm4) repeatedly faulted. The intuitive surgical inc technical support engineer (tse) reviewed the system logs and found several usm4 related faults. The customer kept recovering from the fault to continue the procedure. The tse advised the customer that the usm could become inoperable if it continued to fault. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to repeated 32097 errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32097 points to maxis error occurred, reported by axes controller, motor (acm) in usm4. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.